Event description:
The scrub tech picked up her raytecs included with the pack to count softs and there was a black hair on the raytecs. Entire field torn down and all new instruments, pack and supplies picked. Hair, raytecs and pack label included with event report.